Event description:
It was reported that the patient presented to the hospital with chest pain. Perforation, high threshold, high impedance and low sensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and found to be within specification. Normal helix mechanism was observed after cleaning.